Manufacturer narrative:
As the user tried to inflate a 3x300mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheter at the distal superficial femoral artery, it ruptured at three (3) atmospheres (atm). Therefore, it was removed from the patient and replaced with the other saber (3x200mm). The procedure was completed. The lesion was the left-superficial femoral artery. This was an in-stent restenosis (isr) case. Lesion characteristics were unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. An ipsilateral approach was made from the femoral artery with a 5 french sheath. A non-cordis guidewire crossed the stenosed part. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon catheter through the vessel. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17700983 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (in-stent restenosis with unknown attributes) and procedural/handling factors may have contributed to the reported event as calcified/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
An ipsilateral approach was made from the femoral artery with a 5 french sheath. A non-cordis guidewire crossed the stenosed part. A saber rx 3 mm 30 cm 155 tried to inflate at the distal of the superficial femoral artery, however, it ruptured at 3 atm. Therefore, it was removed from the patient and replaced with the other saber 3 mm 20 cm. The procedure was completed. The lesion was the left-superficial femoral artery. This was an in-stent restenosis (isr) case. The product will not be returned for analysis. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no difficulty advancing the balloon catheter through the vessel. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown.